Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges. Reportedly, on some occasions, the cartridge was filled with over 300 units of insulin, and the insulin gauge decreased faster than expected. The customer's blood glucose level ranged from 170-371 mg/dl. Reportedly, the customer continued using the pump for continued insulin therapy.